Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/04/2017 with the following findings: a review of the black box and download history showed no activity related to the temperature complaint issue. No overheating occurred during investigation. The rewind, load, and prime steps were performed successfully. The pump electrical current draws were found within specifications. Corrosion was found in the battery compartment. The battery compartment was cracked alongside the pump. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further evidence of moisture.